Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states the stability locks which stops the chair from tipping forward are hanging up or not operating properly.